Event description:
Patient caregiver called stating that patient was coughing and set off a continuous non-resolving fault alarm. Beat rate fluctuations also reported. Patient switched to backup freedom driver with no reported adverse effects.

Event description:
Patient caregiver called stating that patient was coughing and set off a continuous non-resolving fault alarm. Beat rate fluctuations also reported. Patient switched to backup freedom driver with no reported adverse effects.